Manufacturer narrative:
The device was returned to olympus medical for evaluation; examination showed the distal end of the image guide had broken off. Examination also showed various scratches in multiple areas, discoloration at the image guide and damage to the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Device returned; investigation is pending.

Event description:
The customer reported to olympus medical that a slim video rhino larygnoscope had damage at the image guide area and the image was blurry. The device was returned to olympus medical for evaluation; examination showed the distal end of nozzle had broken off . The issue found during evaluation is being reported as a malfunction. No adverse effects to patient reported.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the damaged distal end was unable to be identified. Olympus will continue to monitor field performance for this device.